Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was not able to charge their implantable neurostimulator (ins) and every time they tried the ins shocked them. The patient had been trying charge every other day for the last 3 weeks but was unable to as the ins would not charge. The recharger unit showed a reposition antenna screen. The last successful charge by the patient was 3 weeks ago. When the patient put the recharger on for an hour (hoping the ins would charge) they felt a ¿little bit of the shocks¿ in the ins area and realized the recharger was not charging the ins. It was noted that the patient had a swollen prostate and had to go in and have a microwave prostate procedure a couple of weeks ago. Ever since the procedure their device started ¿acting up¿ and the recharger stopped charging the ins. The patient received a new recharger but the same issue(s) were occurring. Also, the patient did not feel the stimulation. The patient was scheduled to see their healthcare professional (hcp) for epidural ¿shocks¿ (shots?) In their back and neck. The indication for use of the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report #3004209178-2015-17981 regarding the patient¿s other device issue.